Manufacturer narrative:
The insulin pump passed the sleep current measurement, active current measurement, and the displacement test however, the pump alarmed pump error hardware low level failure during the self test and insulin pump error hardware low level failure alarm (variable 3) is found in the downloaded history file due to broken trace at pin 6 (sda) u1 on the keypad assembly. Pump trace download analysis confirmed the pump alarmed power error detected. The power management tool confirmed power error detected alarms were triggered when the battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6 /pcb1. After disconnecting and reconnecting the internal battery connector on j6/pcb1, the pump was monitored and functioned properly. No unexpected pump error alarm occurred during testing or found in the downloaded pump trace files. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had pump error alarm. The blood glucose was 6.5 mmol/l. After troubleshooting they were able to clear the alarm and request to rewind the insulin pump. The device will be returned for the analysis.